Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Balloon material rupture can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. It was reported the patient had an acute myocardial infarction (ami). It should be noted the xience v instructions for use states: safety and effectiveness of the xience v stent have not been established for subject populations with recent acute myocardial infarction (ami) or evidence of thrombus in the target vessel. It is unknown how the use of the xience v sds in an ami patient may have contributed to the reported balloon rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All products are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.

Event description:
It was reported that during an interventional procedure of a long lesion in the left anterior descending (lad) artery of a patient with myocardial infarct a non-abbott aspiration catheter was used to remove thrombus followed by pre-dilatation with a voyager balloon. The xience v stent was deployed; however, during inflation at 10 atmosphere (atm) the balloon ruptured. The stent delivery system was removed from the anatomy without issue and a 4.0 x 12 mm voyager was used to fully appose the stent to the vessel wall. There was no reported patient effect. Though requested, there was no additional information provided.